Manufacturer narrative:
Concomitant products: 4568-53 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the patient presented with complaint of syncope. The right ventricular (rv) lead exhibited high thresholds, elevated impedance, and was determined to have fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.